Event description:
It was reported that the caller was questioning if the device was subject to a field action. It was further reported that the pacemaker had no output upon interrogation after 10 years of service. The patient had been lost to follow-up. The device was removed and a new pacemaker was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.